Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("very intense pain episodes") and investigation ("investigation nos") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pain (seriousness criteria medically significant and intervention required), feeling abnormal ("progressive autonomy loss"), myalgia ("muscular pain episodes"), arthralgia ("joint pain episodes"), insomnia ("insomnia"), fatigue ("important fatigue") and vision blurred ("blurred vision"). On an unknown date, the patient experienced investigation (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pain, investigation, feeling abnormal, myalgia, arthralgia, insomnia, fatigue and vision blurred was resolving. The reporter provided no causality assessment for arthralgia, fatigue, feeling abnormal, insomnia, investigation, myalgia, pain and vision blurred with essure. The reporter commented: from the hysterectomy her health really improved. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pain - analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.